Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of pain and surgical procedure are listed in the supera instructions for use as known patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported stent fracture cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2018 for thrombolytic therapy. On (B)(6) 2018, a 6.5 x 60 mm supera stent was implanted in the distal superficial femoral artery/popliteal arteries. On (B)(6) 2018, the patient presented with leg pain. It was noted by angiography that the supera stent had fractured. The patient was sent for surgical intervention. No additional information was provided.